Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an emergency treatment procedure was performed when the issue happened, and the procedure was completed by moving the patient to another room. Philips field service engineer (fse) examined the system on-site and found flex vision did not display video signal after system bootup. After reviewing the log, fse found flex vision did not display video signal. Upon troubleshooting, fse discovered the system intermittently booted without video on flex vision and found the dvi matrix was also intermittently failing. To resolve the issue, fse replaced the dvi matrix switch and power supply for the dvi matrix switch and return the part for further analysis and no failure found. After repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision did not display video signal after system bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.